Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient thought that his pump turned his cell phone off and that the cell phone might have stopped the pump, as he seemed to be more spastic. No audible alarms were heard. The patient had followed up with his physician, who stated that all appeared to be normal with the pump. The patient's daily dosage was adjusted. The medication being delivered via the device was lioresal.